Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached 566 mg/dl. The patient was shaky, no sense of balance and was in pain. For treatment, the patient was given fluids, insulin and diagnostic tests. The patient was discharged after 36 hours. The pod was worn between 4 and 24 hours on the leg. .

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No damages or defects were found that would affect the delivery of insulin.

Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No damages or defects were found that would affect the delivery of insulin.

Manufacturer narrative:
Remove from emdr-169137. D4 - model # = pt-000435. D4 - catalog # = pod-ble-h1-520. D4 - unique identifier (UDI) # = (B)(4). Add to emdr-169137 . D4 - model # = 18325. D4 - catalog # = ble-p1-525. D4 - unique identifier (UDI) # = (B)(4).